Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2023-00371 2.3005168196-2023-00373.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance inside the microcatheter. Therefore, the physician decided to remove the ruby coil. However, while retracting, the physician still experienced resistance and the ruby coil had unintentionally detached inside the microcatheter. The physician then removed the microcatheter containing the detached ruby coil and the coil was flushed out. The microcatheter was then reinserted back into the vessel. Subsequently, it was reported that the same issue occurred with the next two ruby coils. Both detached ruby coils were contained inside of the microcatheter and the microcatheter was removed. Both ruby coils were then flushed out. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.